Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at connector board. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, case cracked behind the pump at the corner of the belt clip rails, missing serial number label, end cap address label faded, cracked select button keypad overlay, keypad overlay stained, pillowing keypad overlay, and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they fell on their pump and now there was a visible crack on the insulin pump. The customer's blood glucose was unknown at the time of the incident. It was also mentioned that they receive a low battery alert more than once a day and that they always use a new battery. The pump was returned for analysis.